Event description:
It was reported that, this right ventricular (rv) lead exhibited a decrease in the r wave, low impedance within normal limits and high pacing threshold. A dislodgment is suspected. The technical services (ts) suggested an in-clinic troubleshooting. This rv lead remains in service. No adverse patient effects were reported.